Event description:
Additional information received notes that the patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillators (ICD) went into backup operation due to magnetic resonance imaging (MRI) and high voltage therapy was not active. It was noted that the MRI settings were not enables on the ICD prior to the imaging scan. Programming changes were made, and the ICD was restored. Patient condition was stable.

Event description:
It was reported that the patient presented with implantable cardioverter defibrillators in backup operation. Further information was requested but not received.